Event description:
Add'l info received from MFR 3/6/03: analysis of the device found the side bail cover broken and bail missing. These parts were replaced. A small indent was noted in the lower right corner of the device by the battery compartment. This finding did not require repair, but indicates the device may have been dropped or at least met with some blunt force. Another observation was made that the upper board connector cable was not 100% inserted. The device was thoroughly inspected, and the electrical and mechanical parts of the device were tested. Long term testing was also performed. No anomalies were observed. The main printed wire board was replaced as a preventative measure, and the device was updated with current engineering updates. The unit was calibrated to optimal specifications and passed final electrical testing and quality assurance testing when service was complete. A new model 5441 cover was also returned with the device to prevent any inadvertent key presses. The conclusion was made that the device works fine. The alleged failure could not be confirmed.

Event description:
The pt had medtronic dial chamber temporary pacemaker. During bathing, pt suddenly became unresponsive, asystole lasting 15-20 seconds. During arrest, pacer was off. On button pushed 2 times and then came on and pt regained consciousness with return of heart rate. Pacemaker changed.